Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]; bottom part of the brush head fell off in mouth / brush head fell apart [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via phone on (B)(6) 2018 that while he/she was brushing with an oral-b rechargeable toothbrush, version unknown, the bottom section of an oral-b dualaction or dual clean brushhead fell off in his/her mouth. The consumer elaborated that with the way he/she was brushing, it fell apart in the back of his/her mouth toward the throat, and he/she almost choked on it. The brush head was from a package of 4, and he/she was using the third head from the pack; he/she had been using this package for about 6 months. This was the first time that he/she had used this particular type of brush head. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. No further information was provided.